Manufacturer narrative:
No death or serious injury was reported by the customer. No erroneous results were reported by the customer. Based upon th available information no root cause could be determined. Customer reported that the probe seems misaligned, (over to one side). Upon re-adjustment of the probe positioning over the gel cards no additional incidents have been reported. In this case the volume not detected error displayed by the instrument prevented any erroneous results from being reported from the droplet issue. If droplets on the gel cards were to go unnoticed and no error for insufficient volume (volume not detected) was reported, there is a potential for carryover and subsequent erroneous results depending on when in the process the droplets occurred. Carryover resulting in erroneous results could possibly cause incompatible blood to be transfused. Based on the available information, mts is reporting this event based on the potential for injury should the event recur without detection by the user. (B)(4).

Event description:
No death or serious injury occurred. No erroneous results were reported. Customer stated that they noticed reagent red cells had dripped onto the foil seal of mts anti-igg and mts monoclonal a/b/d/ and reverse gel cards while preparing type an screen tests on the ortho provue analyzer. This could potentially cause carryover depending on where in the testing the drips occurred.